Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd emerald¿ luer slip syringe was cracked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: customer reported that 3 ml syringes crack regularly and open.

Manufacturer narrative:
Investigation: the DHR was reviewed and no ncp or qn was raised on this lot during manufacturing and production of the lot number 8313615 until lot release. The team reviewed the retention samples. The retention sample did not show any defect reported by the customer thus the complaint is not confirmed. The probable root cause could not be confirmed due to no clarity of the complaint and unavailability of the photograph or samples.

Event description:
It was reported that bd emerald¿ luer slip syringe was cracked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: customer reported that 3 ml syringes crack regularly and open.